Event description:
In 2006, this patient presented with a thoracic aortic aneurysm and proximal thoracic dissection. Two gore tag thoracic endoprostheses were implanted. The patient's anatomy was reported to be very tortuous and difficult. The following year, a reintervention occurred to treat a persisting proximal type I endoleak. Another gore tag thoracic endoprosthesis was implanted proximally. The endoleak was resolved. The patient tolerated the procedure well. The patient was last seen by dr. In 2007 and was reported to be very well with no complications. In 2009, the patient expired. The cause of death is unknown.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Due diligence was performed to obtain information to complete all blank required spaces on this medwatch. Other device implanted but not related to event: tg3715 gore tag thoracic endoprosthesis.